Event description:
A ds2adv auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected, no water was found inside the unit but burned component were found in the pca. Additionally, service technician also found ui bezel plus with physical damage, blower outlet seal/isolator kit with contamination, blower contamination. Modem replacement. The device was repaired.

Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.